Event description:
Through a medwatch report, it was reported that when the pulse oximeter was removed from the patient, it caused a wound to the patient's finger which required dressing as well as a visits to the wound care center.

Manufacturer narrative:
The pulse oximeter was not returned to ascent healthcare solutions for evaluation. Pictures of the device and device lot number were not provided either, so it could not be determined if the device was reprocessed by ascent. The incident was reported to ascent through a medwatch report. The customer was contacted but they did not save the device or packaging, and they could not confirm that it was a device reprocessed by ascent.